Manufacturer narrative:
(B)(4). H6 health effect - impact code - f2201 biopsy. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with blisters, scabbing, a ¿sore¿, and achiness under the entire patch area. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient saw her general physician and at that time, it was recommended the patient see a dermatologist. No medication or treatment was provided. On (B)(6) 2024, the patient consulted with a dermatologist and had a skin biopsy done. The patient also noted that she is allergic to sulfur and silver. The patient will wait for the biopsy results to determine next steps and, in the meantime, the patient stopped wearing the dexcom device. It was reported the dermatologist completed an unspecified surgical procedure to remove the patient¿s ¿big sore and blister¿. The wound was currently bandaged. As of follow-up on contact on (B)(6) 2024, the patient was still waiting on her biopsy results. The patient was still experiencing pain and soreness at the sensor insertion site at the time of follow-up. No additional patient or event information is available.